Event description:
It was reported that biomed stated the arctic sun device was due for the 2000 hours preventive maintenance and suspected that mixing pump was bad. Per follow up information received on 22feb2022, there was no patient injury during reported event and the device was coming in for repair. Per sample evaluation results received on 29jul2022, the unit was primed to fill. The hot side connection between the power inlet module and the main voltage circuit card shows signs of electrical overstress . The tank seals were cracked . The double bend tube and chiller evaporator outlet tube were expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed stated the arctic sun device was due for the 2000 hours preventive maintenance and suspected that mixing pump was bad. Per follow up information received on 22feb2022, there was no patient injury during reported event and the device was coming in for repair. Per sample evaluation results received on 29jul2022, the unit was primed to fill. The hot side connection between the power inlet module and the main voltage circuit card shows signs of electrical overstress. The tank seals were cracked. The double bend tube and chiller evaporator outlet tube were expanded.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is supplier ¿ root cause : inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. Device history record review was not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.